Event description:
A service rep reported an infusion pump with a failure code 33 found during servicing. The hosp rep stated they have no record of any pt incident involving the pump since the last service event. No additional contact info was provided.